Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the image disappears. The reported image disappearing was reported by the customer to be isolated to just the glidescope go monitor after testing with several different glidescope spectrum single-use video laryngoscopes. The procedure was completed using a backup glidescope go monitor, which was made available in an unspecified amount of time. No harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image failure. When connected to known, good, test verathon equipment, the video image was normal. However, upon visual inspection, corrosion was identified on the hdmi connector pins which may cause intermittent image failure. The hdmi connector cap was replaced. Upon completion of the evaluation and repair, the glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using one of the following: hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion found in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connector following the reprocessing of the monitor.